Manufacturer narrative:
First complaint of this nature, not indicative to a trend. It is possible that incorrect handling of the device might have contributed to the event. Hose forwarded to vendor for eval.